Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("hysterectomy and oophorectomy") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and oophorectomy). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('but sex hurt like hell after I got it') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), fatigue ("still tired some"), abdominal distension ("swelling of belly"), ovarian cyst ("I had one on my pinky") and haemorrhoids ("hemorrhoid"). The patient was treated with surgery (hysterectomy and oophorectomy). Essure (ess205) was removed. At the time of the report, the dyspareunia, fatigue, abdominal distension, ovarian cyst and haemorrhoids outcome was unknown. The reporter considered abdominal distension, dyspareunia, fatigue, haemorrhoids and ovarian cyst to be related to essure (ess205). Concerning the injuries reported in this case, the following one were reported via social media: medical device removal, fatigue,abdomen distension,dyspareunia, hemorrhoid quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: fu 7,8, 9 and 10 process together. Social media received- new event- hemorrhoid", added. Essure model number updated to 205. Event medical device removal replaced with dyspareunia. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("hysterectomy and oophorectomy") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and oophorectomy). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-apr-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy and oophorectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fatigue ("still tired some"), abdominal distension ("swelling of belly") and ovarian cyst ("I had one on my pinky"). The patient was treated with surgery (hysterectomy and oophorectomy). Essure was removed. At the time of the report, the medical device removal, fatigue, abdominal distension and ovarian cyst outcome was unknown. The reporter considered abdominal distension, fatigue, medical device removal and ovarian cyst to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal, fatigue and abdomen distension. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the case (B)(4) was identified as duplicate of this present case and was deleted from bayer pv database. Its information has been transferred to this case, including event "I had one on my pinky" and legacy device report number 2951250-2019-11240. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy and oophorectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fatigue ("still tired some") and abdominal distension ("swelling of belly"). The patient was treated with surgery (hysterectomy and oophorectomy). Essure was removed. At the time of the report, the medical device removal, fatigue and abdominal distension outcome was unknown. The reporter considered abdominal distension, fatigue and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal, fatigue and abdomen distension. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received- new event fatigue and abdomen distension were added. Reporter information was added. On (B)(6) 2019: social media received- reporter information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.